Manufacturer narrative:
Pump was received with motor error alarm during rewind due to broken l3 on ib. Analysis was unable to perform displacement test due to motor error alarm. The insulin pump had bleeding on lcd glass, scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The insulin pump was exposed to magnetic field. The blood glucose at the time of the incident was 268 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.